Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.0/1.0/095 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault. The problem was resolved. Reportedly, "icl os was to be exchanged for a smaller lens, however after explantation of original lens, new lens was unable to be implanted due to floppy iris and possible zonular insufficiency." H6: 1494-off label: age<21 years old at the time of implantation. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.0/1.0/095 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022, the lens was exchanged for a shorter length lens due to excessive vault. The problem was not resolved. Reportedly, "icl os was to be exchanged for a smaller lens, however after explantation of original lens, new lens was unable to be implanted due to floppy iris and possible zonular insufficiency." Cause of the event is unknown.